Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Sensor plug was properly seated and no physical damage was observed on the sensor patch. Extracted data from returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21), indicating a temporary drop in the source voltage. No issues were observed with the sensor plug upon visual inspection. The sensor was sent for further investigation and de-cased. Performed a visual inspection on the returned sensors pcba (printed circuit board assembly), and corrosion due to liquid ingress was observed. The corrosion caused the board to brown out and malfunction; therefore, this issue is confirmed to brown out reset due to corrosion. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a "sensor ended" message with the adc device. As a result, the customer was unable to obtain readings and the customer's parent obtained an unspecified low reading on a glucose meter. The customer was treated with apple juice but experienced symptom of seizure. The customer was additionally treated with two sachets of glucose gel. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a "sensor ended" message with the adc device. As a result, the customer was unable to obtain readings and the customer's parent obtained an unspecified low reading on a glucose meter. The customer was treated with apple juice but experienced symptom of seizure. The customer was additionally treated with two sachets of glucose gel. There was no report of death or permanent impairment associated with this event.